Event description:
It was reported that one of the blades of the scissor punch straight broke off in the patient's shoulder. Surgeon was unable to retrieve it from shoulder joint and it was left inside the patient.

Manufacturer narrative:
One 012036 straight scissor punch returned. This is a thirteen year old reusable instrument. Functional test was not possible as pieces are absent. The linear handle assembly is intact. There is no drag, grind or click with opening and closing. The front end assembly has been fractured at the distal tip. Force and leverage are factors. The lower jaw has been completely snapped off. No root cause related to the manufacturing of this device was confirmed. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) This is a complaint from the (B)(6) reporting a blade from a scissor punch straight instrument broke off in a patient's shoulder and was left insitu. The patient was informed of the occurrence. To date there has been no reported complications. There was no delay in the procedure and it was completed with a back-up device. Neither the medical records nor the device has been provided for this assessment. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. In conclusion, based on the limited information the root cause of the instrument breakage cannot be concluded. Without supporting clinical/medical documents a thorough investigation cannot be performed. The impact to the patient cannot be concluded. Should information become available this complaint can be re-assessed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Corrections in: hcp (marked) and company representative (blank). Additional information.

Event description:
It was reported that one of the blades of the scissor punch straight broke off in the patient's shoulder. Surgeon was unable to retrieve it from shoulder joint and it was left inside the patient. A backup device was available to complete the procedure with no delay or patient injuries.